Manufacturer narrative:
(B)(4). Method: the complaint device has not been returned to the manufacturer. It has been visually inspected and performance tested by a fisher & paykel healthcare service engineer at our regional office in (B)(6). Results: it was determined that there was air leakage from the oxygen tubing and the pressure relief valve is out of order, confirming the reported fault. The performance test also revealed that the pressure could not reach the preset pressure. A lot check revealed no other complaints for this lot number. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient" the fascia and valve system has been replaced and the unit has been returned to the customer.

Event description:
A hospital in (B)(6) reported that there was air leaking around the oxygen tubing and the pressure relief valve of an rd900 neopuff infant resuscitator is "out of order". No patient consequence was reported.